Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/26/2025, it was reported by a distributor via email that an ar-8978p dx swivelock sl broke during insertion. The case was completed using another anchor. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 12/03/2025: this incident occurred during a dorsal scapholunate repair procedure. The anchor was removed from the patient, and all fragments were retrieved. The case was completed with an ar-8978p dx swivelock sl. There was no case delay or added anesthesia administered. No photos were taken of the event.